Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.

Event description:
This report was received from (B)(6) and is a spontaneous report by a physician with supplemental information by a consumer from (B)(6) of break in aseptic technique, dyspnea, bipedal edema, and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique. On an unreported date in 2011, the patient experienced intermittent epigastric pain. On (B)(6) 2011, the patient experienced peritonitis manifested by poor outflow, dyspnea, bipedal edema and cloudy effluent. On (B)(6) 2011, the patient required hospitalization for the peritonitis. On an unreported date, the patient began remedial therapy with ciprofloxacin (500 mg, twice daily, orally) and continuous intermittent peritoneal dialysis (cipd) (B)(4) and (B)(4). It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. At the time of this report, dianeal pd2 unknown bag therapy was ongoing. It was not reported if the events of dyspnea, bipedal edema and peritonitis had resolved. The physician considered the event of peritonitis to be unrelated to dianeal pd2 unknown bag therapy. The physician did not provide an assessment of causality for the events of break in aseptic technique, dyspnea and bipedal edema.